Manufacturer narrative:
At this time, the device has not been returned for failure analysis/lab testing. Given the circumstances of the reported event(s) and the known mechanism of action of the device, a causal association with the device is possible.

Event description:
This was a spontaneous report from a (B)(6) male consumer reporting on himself. The consumer applied an unspecified amount of biafine (no active ingredient) on (B)(6) 2009 to both arms as directed by a health care professional for wound healing. On an unspecified date, he developed swelling and hives on both arms along with difficulty breathing after touching his face with his hands. He then consulted with his health care professional who discontinued product use and prescribed benadryl (company drug) and xyzal (non-company drug) as treatment. A few days later, the symptoms progressed and he then went to the ER where he was prescribed prednisone (non-company drug) as treatment. Product use was discontinued on (B)(6) 2009 and the outcome of the events was reported as recovering (date unspecified). This case is serious (medically significant). Biafine case is linked to benadryl case (B)(4).